Manufacturer narrative:
Failure analysis noted that the pump was unable to prime during the prime/ compromised force sensor system alarm test due to faulty force sensor resistor (tin). There was no compromised force sensor system alarm noted. They were unable to perform the general unexpected restart error test due to the prime/fill anomaly. The pump had a scratched display window, cracked reservoir tube, cracked reservoir tube lip and a missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed general unexpected restart. The customer's blood glucose was 95 mg/dl at the time of incident. The customer stated that the pump was recently stored. The customer advised that this was normal pump behavior and resetting the pump would resolve the issue. The customer stated that the insulin started to squirt out. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.